Event description:
It was reported that the thread of an ozark threaded screw driver was 'missing' intra-operatively. The procedure was completed successfully without surgical delay. No adverse consequences nor medical intervention were reported.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device and complaint history records could not be reviewed as a valid lot number was not provided and could not be obtained. It was initially reported that the screwdriver tip was found to be fractured as it was unable to be secured to the ozark screw by threading the inner tip of the driver into the screw head. The ozark surgical technique and device IFU were reviewed: ¿note: do not over angulate screws beyond their indicated limit, doing so could result in the inability to lock the cover. Once the screw hole is prepared and the appropriately sized screw is selected, screws can be inserted into the plate using the size 10 tapered driver or the size 10 threaded driver.¿ for instruments designed for re-use: ¿the life of the instrument depends on the number of times they are used as well as the precautions taken in handling, cleaning and storage. Great care must be taken of the instruments to ensure that they remain in good working order. Instruments should be examined for wear or damage by doctors and staff in operating centers prior to surgery.¿ due to no product returned and no information provided from the field the root cause could not be determined conclusively. Potential root cause includes, but is not limited to, age of device (normal wear), excessive torque applied during insertion, damage from cleaning/sterilization process.

Event description:
It was reported that the thread of an ozark threaded screw driver was 'missing' intra-operatively. The procedure was completed successfully without surgical delay. No adverse consequences nor medical intervention were reported.